Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that on (B)(6) 2025, surgery was performed to extend the fixation area for the patient with l5/s posteriorly fixed by creo due to infection. The surgeon tried to remove the locking cap on the right s suing a driver, but it would not come off. As a result, four drivers were used, but all of which broke off. One of these drivers left a broken piece inside the locking cap. The broken piece could not be removed and remains in the locking cap. The surgeon inserted screws into the sai and connected the rods using a competitor's connector.